Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In both occurrences the customer's blood glucose levels were impacted (300 mg/dl and 250mg/dl) and were addressed with manual injections. Additionally, it was indicated that the customer had manual injections available for alternate insulin therapy.